Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter.

Manufacturer narrative:
After further review of additional information received. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Medical history includes acute shortness of breath, recurrent deep vein thrombosis, recurrent pulmonary embolism (despite anticoagulation), palpitations, hypertensive cardiovascular disease, hypothyroidism, osteoarthritis, protein s deficiency, hysterectomy, cholecystectomy, cbd stone extraction, trigeminal neuralgia, headaches, dizziness and insomnia. Prior to implantation, the patient present to the hospital with bilateral pulmonary embolism. The filter was deployed along the l2-l3 level. The filter was noted to be in a satisfactory position. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. After the procedure, the patient developed right groin, right hip and buttock pain. An MRI revealed that the patient had foraminal narrowing at the l3 and l4 level, disc bulging and spinal canal stenosis. The patient was ambulatory and with discharged home. A CT scan approximately 10 years after implant reveal the superior extent of the filter was at the inferior l1 vertebral body. A total of six prongs perforated the ivc. The CT scan revealed that the maximum distance of prong perforation is 4.41 mm. The coronal scan image shows a 3.77 degree tilt right to left. The sagittal scan images show a 0.01 degree tilt anterior to posterior. The following were also noted: bibasilar atelectatic changes, hiatal hernia and cyst in right kidney. Per the patient profile form (ppf), the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and the filter is tilted. The patient also experienced shortness of breath, swelling in ankles and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Swollen ankles and fear do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of acute shortness of breath, recurrent deep vein thrombosis, recurrent pulmonary embolism (despite anticoagulation), palpitations, hypertensive cardiovascular disease, hypothyroidism, osteoarthritis, protein s deficiency, hysterectomy, cholecysectomy, cbd stone extraction, trigeminal neuralgia, headaches, dizziness and insomnia. Prior to implantation, the patient present to the hospital with bilateral pulmonary embolism. A CT scan revealed evidence of left lower lobe pulmonary artery thrombosis extending into the left lower branch.   The filter was deployed via the right common femoral vein. It was placed along the l2-l3 level. The filter was in a satisfactory position. The patient tolerated the procedure well. There were no complications and the patient was transported to recovery in stable condition. After the procedure, the patient developed right groin, right hip and buttock pain. An MRI revealed that the patient had foraminal narrowing at the l3 and l4 level, disc bulging and spinal canal stenosis. The patient was ambulatory and with discharged home. The results of computed tomography (CT) scans done approximately nine years and nine months after the index procedure indicate that the superior extent of the filter was at the inferior l1 vertebral body. A total of six prongs perforated the ivc. The CT scan revealed that the maximum distance of prong perforation is 4.41 mm. The coronal scan image shows a 3.77 degree tilt right to left. The sagittal scan images show a 0.01 degree tilt anterior to posterior. The results of computed tomography (CT) scans done approximately nine years and eleven months after the index procedure indicate that the filter was present and the superior tip was at the level of the renal veins, but no other impressions of the filter were noted. The following were noted: bibasilar atelectatic changes, hiatal hernia and cyst in right kidney.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and the filter is tilted. The patient also experienced shortness of breath, swelling in ankles and fear. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Correction to product code. The following sections were updated: date of report, common device name, type of reportable event, if follow-up what type.